Event description:
Customer reported a negative blood result from the instrument. Uf result for rbc was 30. Manual microscopic examination indicated many blood cells. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to patient health.

Manufacturer narrative:
Field service engineer dispatched. Instrument read head and lamp replaced. Instrument operating according to specification. The reason for the incorrect result is not known.